Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The battery was overdischarged because the patient was going through chemo at the time and did not recharge their battery or use their stimulator. The patient was unable to trickle charge their stimulator and is wanting to look at getting a pain pump. The issue was noted to be resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. No further attempts will be made to recover the ins. The patient does not want stimulation. The physician is looking to implant a pump instead. It was unknown if the explanted ins would be returned for analysis; the physician may keep the stimulator implanted. This information was confirmed with the physician. No further complications were reported/are anticipated.